Manufacturer narrative:
The device was returned. A technical evaluation of the returned device confirmed the customer allegation ¿e315 error¿. There were few additional findings. The light guide cover lens and optical cover lens was chipped and the adhesive was worn out. The adhesive of the distal end was lifting. Water ingress was noted in the scope connector. The angulation in the down direction was out of specifications. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the colonovideoscope displayed e315 error when plugged into the stack. The device was tested on another stack and the same error message was displayed. The customer confirmed that the scope was fully dried out before connecting. The issue occurred during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The instruction for use (IFU) states that endoscope may be damaged if water enters the endoscope: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.